Event description:
It was reported that loss of capture was observed. The patient is not dependent. During a subsequent follow-up, capture threshold was normal. Patient will continue with normal follow-ups.

Manufacturer narrative:
(B)(4).